Manufacturer narrative:
Expiration date: na.

Event description:
The device analysis performed on the returned electrode revealed that the electrode had exposed wires (red and blue) near the hub. The functional test could not be performed due to the exposed wires.